Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one ecr60g unfired and out of its original package was received. Furthermore, the cartridge pan was noted to be partially detached from the cartridge and the drivers were out of position. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass reversal procedure, the cartridge seemed difficult to load into the device. It was then noticed that the pan on the cartridge seemed loose and starting to come off. Another device was used to complete the procedure. There was no adverse consequence to the patient.